Manufacturer narrative:
Concomitant medical products: product ID: 97791, lot# n406898, implanted: (B)(6) 2014, product type: accessory. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that when the patient recharges their implantable neurostimulator (ins) they break out in a rash and itch for 24 hours. The rash was described as all over the patient¿s body and that they itch ¿like a dog¿. It was unknown if the issue had been occurring since implant or only the past few recharges. It was noted that the patient may be charging directly over the ins battery with no insulation because that it was recommended. There were no other recharging issues reported. Follow up information received on (B)(6) 2014 reported that the patient was to have their ins system explanted next tuesday. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient was explanted last tuesday and the device would not be returned. No additional information was available to report. Additional information received reported that the patient recovered without sequelae post-explant.

Manufacturer narrative:
(B)(4)